Event description:
The pt tested blood glucose on suspect device and was 65 mg/dl. She ate and then took insulin and went to bed. 1 1/2 hrs later daughter arrived to find mother unconscious and her eyes were swollen shut. The paramedics tested blood glucose on their device and was lo. She was taken to emergency room and given an intravenous catheter. She is unsure what kind of intravenous catheter was administered. She was also hospitalized for 3 days.